Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer was in the process of changing the pump supplies to address the occlusion alarm. During the supply change, the customer did not observe insulin drips dripping out of the infusion tubing during the load fill tubing sequence. The customer tightened the luer lock connection and insulin was observed dripping out of the infusion tubing during the load fill tubing sequence. The customer's blood glucose (bg) level was 342mg/dl and a correction bolus via the pump was delivered to address the bg level.